Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that she woke up with high blood glucose of 400mg/dl, and the insulin pump stopped functioning. The caller stated that insulin squirted out during the manual prime process, the device alarmed and also was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was programmed and monitored with no blank display noted. All operating currents are within specification. Off no power alarm functions properly. The insulin pump passed self test and displacement test. Unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked reservoir tube lip and broken belt clip slot. No damage noted on isolation tape on lcd board.